Event description:
Physician reported right side "an abscess on the right breast with an open wound." Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "an abscess on the right breast with an open wound" the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.